Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for several patients. Estimated results were provided for one patient: the initial result was 150 mmol/l. The repeat result on another instrument was 136 mmol/l. The repeat result was confirmed using a blood gas analyzer. The result of 136 mmol/l was deemed to be correct and reported.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) replaced parts on the instrument and performed an ion-selective electrode (ise) check and calibration, which passed. Routine qc and cross-checks with another cobas pro passed. The customer has not had any new issues after the service visit. The investigation was unable to determine a direct root cause; it was determined that the service action resolved the issue.